Manufacturer narrative:
The sodium electrode lot number was eud, with an expiration date of 15-aug-2026. The field service engineer determined the electrodes were unstable and there was a chip in the bottom of the dilution cup. The dilution cup and electrodes were replaced. The sipper nozzle, tube, and vacuum nozzle were also replaced. Wash maintenance was performed. An ise check was performed and there were no issues. Calibration and controls passed. Precision studies were performed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the sodium electrode on a cobas c 303 analytical unit. The patient samples were repeated because a physician questioned the initial results based on the history of the patients. The repeat values were deemed correct. The first sample initially resulted in a sodium value of 151.5 mmol/l and it repeated as 144.9 mmol/l. The second sample initially resulted in a sodium value of 153.9 mmol/l and it repeated as 143.0 mmol/l. The third sample initially resulted in a sodium value of 150.9 mmol/l and it repeated as 140.3 mmol/l.

Manufacturer narrative:
A review of alarm trace data showed an abnormal aspiration alarm. This is an indicator of possible poor sample quality. The investigation determined the service actions resolved the issue. Medwatch field d4 has been updated.